Manufacturer narrative:
The device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole at 3.0 mm distal to the distal end of the proximal marker band. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. The hypotube was kinked at several locations along its length. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The (B)(4) stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. A 10/3.5 flextome¿ cutting balloon¿ was used for pre dilatation. During the procedure, the balloon had difficulty crossing the lesion but eventually it succeeded. The first inflation was at 6 atm. During the second inflation, the balloon ruptured at 10 atm for 6 seconds. The device was removed from the patient completely. The procedure was completed with another of the same device. No patient complications were noted and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. A 10/3.5 flextome¿ cutting balloon¿ was used for pre dilatation. During the procedure, the balloon had difficulty crossing the lesion but eventually it succeeded. The first inflation was at 6 atm. During the second inflation, the balloon ruptured at 10 atm for 6 seconds. The device was removed from the patient completely. The procedure was completed with another of the same device. No patient complications were noted and the patient's status was good.